Event description:
It was reported that asymptomatic patient presented to the clinic for a prophylactic fluoroscopy where externalized conductors observed. During the fluoroscopy, an unrelated infection was noted on the lead. No electrical anomalies were detected. Hence, the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0-7.8cm and 12.1-13.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.9-15.5cm and 17.5-19.9cm from the distal tip. The etfe coating was intact at these locations.